Event description:
It was reported that guidewire tip sheared. The target lesion was located in the superficial femoral artery. A 035/260 magic torque guidewire was advanced to cross the lesion. However, it was noted that the tip was sheared. The tip was removed and the procedure was completed with another magic torque guide wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The returned device has the distal tip bent and damaged (stretched). All the outer diameter measurements are within the specifications.

Event description:
It was reported that guidewire tip sheared. The target lesion was located in the superficial femoral artery. A 035/260 magic torque guidewire was advanced to cross the lesion. However, it was noted that the tip was sheared. The tip was removed and the procedure was completed with another magic torque guide wire. No patient complications were reported and the patient's status was fine.